Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The device was used during a laparoscopy myomectomy. Open circuit error and probe damage error occurred. After probe damage error, the user didn't perform the safety test and the user restarted the generator and reset the error. The probe of the device fell off inside the patient. There was no patient harm reported. No further information was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10014 to provide additional information based on the evaluation of the device. Lot # was corrected. The device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on november 16, 2016, omsc confirmed that the probe was broken at 15 mm from the distal end. The broken probe tip was not returned. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed with the scratch as the starting point. A scratch occurred on the non-insulated part of the grasping section. The tissue pad was worn away. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section, and a scratch occurred on the probe and the non-insulated part.the crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped with the tissue. The probe damage error occurred. The probe was broken when the user grasped or output in seal & cut mode. The open circuit errors were likely due to the causes below: the subject device was activated without grasping the tissue. The subject device was activated with grasping the insulated object. The following details are found in the instruction manual as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section,the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.